Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "retinal detachment" (detached retina). Product problem(s): "stuck" (sticking). The surgeon reported that during a planned retinal detachment repair procedure the 23g needle, became stuck in the trocar cannula causing a second retinal detachment. Additional follow-up information has been requested.